Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an anastomosis in the moderately tortuous and moderately calcified left forearm arteriovenous graft. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured during the first inflation at 8 atmospheres for 8 seconds and contrast agent was leaking. The device was removed, and the procedure was completed with another of same device. There were no complications reported and patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR. A mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 40mm in length and extended from a position 34mm proximal of the distal markerband to 4mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an anastomosis in the moderately tortuous and moderately calcified left forearm arteriovenous graft. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured during the first inflation at 8 atmospheres for 8 seconds and contrast agent was leaking. The device was removed, and the procedure was completed with another of same device. There were no complications reported and patient was in good condition post-procedure.